Manufacturer narrative:
(B)(4). Medical product: vanguard 360 tibial tray, catalog #: 185204, lot #: 794810; vanguard posterior stabilized tibial bearing, catalog #: 183752, lot #: 340770; biomet smooth knee stem, catalog #: 145046, lot #: 810220; vanguard posterior stabilized femoral, catalog #: 184530, lot #: 905040; biomet arcom patella, catalog #: 11-150844, lot #: 826210. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02894; 0001825034-2018-02895; 0001825034-2018-02896; 0001825034-2018-02897; 0001825034-2018-02898; remains implanted.

Event description:
It was reported that the patient is experiencing pain, swelling and bleeding in the knee. Recently, the surgeon removed 60 - 80 cubic centimeters of blood. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.